Event description:
Patient was revised due to poly wear and osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported event; however, polyethylene wear after 17 years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinue item. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.